Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor was found broke in half; found in inspection getting ready for the case. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified instrument is fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no similar complaints for the reported item and additional complaints for the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint is confirmed based on provided picture. Device has a potential field age of 11 years and exhibits signs of repeated used. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.